Event description:
The reporter states that she obtained the blood glucose comparison of 302 mg/dl and 80 mg/dl on the accu-check compact plus system. The results were obtained within a 10 minute timeframe. No reported symptoms. The reporter took her medications based on the 80 mg/dl blood glucose result. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
.